Event description:
Doctors from (B)(6) came to the hospital for consultation and surgery, and underwent the implantation of a vena cava filter. The intraoperative imaging was successful, and the filter was released, but it failed to open. After repeated attempts, the filter still cannot open properly. Use the filter recycling kit to remove the filter. In vitro attempt, the filter legs were hooked together and could not be opened smoothly. The patient switched to another filter and opened it smoothly for release.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. The customer returned only filter (out of the cartridge); the customer did not return any supporting devices to the investigation. Filter was put in warm water for approximately 2¿3 seconds and filter opened normally without any issue. There were no damage found on the filter. During evaluation, the complaint mode could not be duplicated, and the complaint was not confirmed. No further evaluation is needed at this time. No corrective action is required at this time because a manufacturing defect cannot be confirmed.

Event description:
Doctors from the interventional department of the first affiliated (B)(6) hospital came to the hospital for consultation and surgery, and underwent the implantation of a vena cava filter. The intraoperative imaging was successful, and the filter was released, but it failed to open. After repeated attempts, the filter still cannot open properly. Use the filter recycling kit to remove the filter. In vitro attempt, the filter legs were hooked together and could not be opened smoothly. The patient switched to another filter and opened it smoothly for release.

Manufacturer narrative:
Sample is indicated as available for return. As of the date of this report, sample has not be returned. Argon reached out to customer three times inquiring about sample return and did not receive any new information. A follow-up report will be submitted once sample has been received and reviewed.

Event description:
Doctors from the interventional department of (B)(6) hospital came to the hospital for consultation and surgery, and underwent the implantation of a vena cava filter. The intraoperative imaging was successful, and the filter was released, but it failed to open. After repeated attempts, the filter still cannot open properly. Use the filter recycling kit to remove the filter. In vitro attempt, the filter legs were hooked together and could not be opened smoothly. The patient switched to another filter and opened it smoothly for release.